Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a battery out limit alarm on the insulin pump when the battery was not out of the pump. Customer's blood glucose was 203 mg/dl at the time of the incident. Customer stated that she changed her battery cap and it was difficult to remove. Customer stated that the pump alarmed during normal use. Customer was advised that a replacement battery cap will be sent. Customer was advised to monitor the pump.